Manufacturer narrative:
Device evaluation summary: during evaluation of the device a tear was found in the union between shell and patch. Microscopic examination was performed and the cause of the rupture could not be identified. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, lump. Concomitant products: mentor memorygel, 400cc silicone breast implant, cat #: 3544400 sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel, 400cc silicone breast implants which the left side ruptured and lump on the left side after implantation. The issue was confirmed by the physician. As a result patient scheduled for removal on (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Correction: concomitant product mentor méningéale, 400cc silicone breast implants, cat 3544400 sn (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 1/27/2020, indicated that the patient underwent bilateral removal and replacement with 425cc high profile silicone filled gel. Manufacturer¿s reference number: (B)(4).